Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and determined this ICD had been in electrocautery mode since 2023, which disables therapy. Recently, the patient had magnetic resonance imaging (MRI) done and the device was reprogrammed after that. After coming out of MRI protection mode, ts noted the code may be a false positive due to an increase in power after the mode change. Ts requested to see a latitude interrogation in two weeks to confirm everything is normal after being in electrocautery mode. This ICD was explanted and has not been returned to boston scientific. No additional adverse patient effects were reported.